Event description:
At about 1 year and 5 month from the primary, the patient came in presenting knee laxity and the cause is unknown. There were no indications of trauma. The surgeon revised the flex 4r insert from 11 mm to 13 mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 8 june 2026 gmk-spherika 02.12.e0411fr gmk-sphere tibial insert e-cross - flex 4r - 11mm (k202022) lot 2310261: (B)(4) items manufactured and released on 05-jun-2023. Expiration date: 21-may-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.